Event description:
It was reported that the patient felt a burning sensation around their device. The patient never saw their physician regarding the sensation. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2013; 1258t, competitor implantable pacing lead, (B)(6) 2013. (B)(4).